Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The poor image resolution appears to be due to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A second cds was advanced to further reduce mr and while placing the second clip, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician proceeded with the clip and secured the slda. Two clips implanted, reducing mr to 2. The was difficulty with imaging throughout case, potentially due to new imager/anatomy. No additional information was provided.